Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. The caller stated that the customer passed away due to a massive heart attack while driving, at which time he departed the roadway, went off a well/creek, and landed in the water, where he was submerged. The spouse stated that the customer was having difficulty managing his diabetes due to age, but the insulin pump or diabetes did not play a part in the customer's passing. The customer's blood glucose at the time of death is unknown. The customer was wearing the insulin pump at the time of death. The customer was not using sensors and was not wearing one at the time of death. The spouse does not have the insulin pump; hence the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the decedent. No further information is available at this time.